Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non bsc right ventricular lead showed unstable, high, out of range (oor) shock impedances. The patient has not received a shock from this device and defibrillation threshold testing was not done at implant. The specific cause for the oor impedance values was not determined. The device was reprogrammed, and the clinic will continue monitoring the patient. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.